Event description:
Information was received from a patient, reportedly the pump had been in and out 4 times patient stated that they put a new pump in and then the pump became "dislodged", she then had surgery scheduled. There was no out of box failure reported. There were no symptoms reported. No further complications were anticipated/reported.